Event description:
It was reported that the device's power pca(printed circuit assembly) needs replacement. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Manufacturer narrative:
The bench tech evaluated the device and determined that the power pca requires replacement. The customer was advised that the power pca requires replacement. The device returned to the customer and no further evaluation is warranted at this time.